Manufacturer narrative:
The manufacturer initiated the investigation including a request for the device to be sent to sonova for analysis and triggered follow up interviews. The preliminary findings are as follows. Risk assessment: the risk of device overheating already exists in the risk file. Service and maintenance record: no service history recorded for device prior to this event. Labelling review: the IFU contains information about correct use and care of hearing instrument as well as applicable warnings. The IFU is considered adequate. Supplementary reports will be submitted upon receipt of new information.

Event description:
Sonova received a complaint involving phonak l90-r used by a 6-year old child. While at school using the hearing aid under regularly, he complained that the device was becoming hot and his teacher removed it from his ear. The device then stopped functioning entirely. Fortunately, no injury occurred, but the incident was concerning due to the overheating occurring directly in a child's ear.

Manufacturer narrative:
Testing of actual/suspected device (10): device was received. The device contains built-in lithium-ion battery. The analysis of available data concluded an internal battery short circuit. Sonova is in contact with the battery supplier. Trend analysis (4110): sonova is monitoring & trending complaints at a regular time intervals. In addition, sonova analysed sales and complaint data between may 2022 and november 2025. The trend analysis took into account this and devices with similar design. There was no trend recorded. Risk assessment: the estimated probability of harm to occur is considered low. Communication/ interviews (4111): follow up information was not received. This is the final report.